Event description:
It has been reported to philips that intermittent issues when trying to take bp every 5 minutes. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Event description:
It has been reported to philips that intermittent issues when trying to take bp every 5 minutes.